Event description:
The pt had been obtaining low results (23-92 mg/dl) on his one touch basic meter for approximately 6 weeks prior to 6/10/98. As instructed by his doctor, he did not take insulin because the reading were below 100 mg/dl. On 6/6, the pt displayed signs of elevated glucose, frequent urination, excessive thirst & inability to keep anything down. On 6/10, the pt was transported by ambulance to the hospital where a hospital meter result (brand unk) of 591 mg/dl was obtained. The one touch basic meter read 79 mg/dl one hour earlier. He was treated with intravenous in the ER & later admitted to the floor until 6/15, when he was discharged with instructions to resume his medications as before.